Manufacturer narrative:
Driveline faults were originally reported against the heartmate ii system controller and captured under MFR # 2916596-2020-04534. Further investigation of the log files for the controller could not rule out the pump as a root cause of the driveline faults. The pump will be reported to address this event as well. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files showed a driveline fault.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed a driveline fault alarm; however, a specific cause for the alarm cannot be determined through this investigation. The submitted log file contained relevant date spanning from 08sep2020 17:14:31 through 08sep2020 17:19:51. The file captured the pump operating at a fixed speed of 9000 rpm with a low speed limit of 8600 rpm. The log file captured the driveline first being connected to the controller on (B)(6) 2020 at approximately 17:14:31, indicating that the previous controller was exchanged (captured under MFR # 2916596-2020-05295). The log file then captured a driveline fault alarm (error code 16) on (B)(6) 2020 at 17:19:31. The alarm did not affect the controller¿s ability to operate the pump at the set speed. The patient underwent a controller exchange; however, no log files from the previous controller were submitted. The events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. The patient was subsequently put on a non-grounded cable and experienced no further alarms. The alarms reportedly resolved following the controller exchange and switch to a non-grounded cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15apr2008. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU is also currently available. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-04534. The patient's controller was exchanged and the patient was placed on an ungrounded cable. The alarms reportedly resolved.